Manufacturer narrative:
(B)(4). Eval, results: endoleak, migration. Short aortic neck, severe aortic neck angulation, 75 degree. Short aortic neck. Eval, conclusion: short aortic neck, severe aortic neck angulation, 75 degree. Short aortic neck.

Event description:
An aneurx abdominal stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm approximately 10 months ago. Vessel morphology from the original implant was reported as there is a 75 degree aortic neck angle; the aortic neck diameter was 20 mm at the renal arteries, 35 mm at 15 mm below the renal arteries; and the length was 5 mm in length. It was reported that the aneurx bifurcated stent graft had migrated resulting in a type I endoleak due to disease progression and aortic neck dilatation. The physician implanted an endurant aortic cuff and the migration and type I endoleak were resolved. No additional clinical sequelae were reported and the pt is fine.